Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had to press buttons multiple times to respond, escape button. The customer's blood glucose value was unknown. The customer was reported that suspend feature was not working properly, had to rewind more than once, battery indicator not functioning correctly, not able to hear rewind. The insulin pump will not be returned for analysis.